Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corners, reservoir tube and display window. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer reported of wearing insulin pump in bra. Customer's blood glucose was 187 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.